Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during an unknown step in peritoneal dialysis therapy. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported an unknown system error alarm. The device was returned to baxter healthcare for further investigation. An event history log review was performed, and the reported problem was not verified as all the logs had been erased due to a depleted battery on the digital pcb. An external and internal visual inspection was performed and found a detached inner door gasket. The device powered up, but system error 2364 occurred, which was due to depleted battery on the digital pcb. After replacing the digital pcb, a one-hour simulated therapy was completed and no errors occurred. A service history review did not find any service events that would have contributed to the reported problem. Upon completion of the investigation, the direct cause of the reported problem was identified to be the lithium battery on the digital pcb. The digital pcb was replaced. Should additional relevant information become available, a supplemental report will be submitted.